Manufacturer narrative:
1038671-2024-01148.

Event description:
It was reported via legal short form that approximately 79 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, severe pain, instability, massive osteolysis, loosening, having to undergo revision surgery, past cost of medical care, future cost of medical care, loss of earning capacity and mental and emotional distress. No further issues or complications were reported. No additional information is available.